Event description:
Pt was seen in ed and given a sedative dose of diprivan. Diprivan was administered by hospira infusion pump and was given very quickly (within 10 minutes). Pump was set to 5-10mcg/per 100kg per minute. All 1000mg of diprivan was infused by the infusion pump within 10 minutes. Pt was given epinephrine and dobutamine to bring blood pressure back up quickly and pt responded well.